Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 584 mg/dl at the time of incident. Customer reported that the insulin pump was not giving insulin and they received insulin flow blocked alarm. Customer did not know how to correct for the high with injection recommended going to emergency room, husband decided to take her into the emergency room for the high blood sugars. The insulin pump will not be returned for analysis.